Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Additionally healthcare professional reported and confirmed capsular contracture, baker grade iii. Device has been explanted.

Event description:
This report relates to the left side device. The device was replaced.

Manufacturer narrative:
Continued date of birth (a.2): (B)(6) 1963 (year only provided).

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "capsular fibrosis [baker grade not specified] and pain." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physican reported "capsular fibrosis [baker grade unknown] and pain." Device remains implanted. This record is for an unknown side.